Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer's blood glucose was unknown at the time of the incident. The customer reported air bubbles in the line and they had to prime them out. The customer stated that the event happened for the last 18 months with all sets and reservoirs. The reservoir will be returned for analysis.